Event description:
Reporter indicated the patient was taken to the hospital due to major increased and prolonged seizures on (B)(6) 2012, and it was felt the generator may be defective as it was unable to be interrogated on (B)(6) 2012. The seizures began to increase gradually (B)(6) 2012. The seizure types that increased were drop attacks (moderate increase) and complex partial ("massively increased"). The patient also did not feel vns stimulation. The seizure increase is felt to be due to vns generator depletion. No patient trauma occurred. Interventions for the seizure increase included hospitalization and replacement of the vns generator. Product analysis was completed on the returned vns generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. The generator was not at end of service.

Event description:
Reporter indicated the patient's seizures improved "went down to level they were before") after the new vns generator was implanted.

Event description:
It was reported by a physician that a vns patient underwent generator replacement surgery as the generator could not be interrogated. Moreover, the physician indicated the patient experienced an increase in seizures due to unknown reason. The explanted generator was received by the manufacturer and currently under analysis.

Manufacturer narrative:
The event of increased seizures was inadvertently reported as a malfunction on the initial MDR report. The event is a serious injury.the overall reportability of the event is a serious injury.

Manufacturer narrative:
Date of event, corrected data: the event date has been updated to (B)(6) 2012, per the reporter. Suspect medical device lot number, corrected data: the device lot number was inadvertently omitted from the initial MDR report. Type of report, corrected data: the initial MDR report inadvertently omitted the 30-day report designation.